Manufacturer narrative:
This report is submitted on august 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.